Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the luer connector at the end of the pipe (tube). The leak occurred after the pump was connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.